Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned .

Event description:
It was reported that the customer experienced high blood glucose (bg) levels in the morning and indicated that the basal setting had to be changed. The customer made the necessary changes and did not require any assistance from tandem technical support.